Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd insyte¿ autoguard¿ shielded IV catheter, the device experienced a damaged / defective product-device is operable. The cannula broke during use causing the patient to have the cannula removed in the operating room. The following information was provided by the initial reporter. The customer stated: it was reported the cannula did not come out with the IV. We have a patient on our medicine unit that had an IV removed. The nurse noticed that the cannula did not come out with the IV. Mrp was called and patient had to go to CT. In the CT scan they noticed that the cannula was in 3 pieces in the patient¿s arm. The patient was sent to the operating room to have the cannula removed. IV that was removed. An incident report was filled out. We have saved the IV that was removed.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photograph submitted for evaluation. Upon inspection of the photo, it was identified that although the metal wedge was present the catheter tubing was not. Presence of the metal wedge indicated that a catheter backout did not occur. It was also noted that blood was present within the adapter. Presence of blood indicated that the catheter was present during insertion. The combination of these two observations confirmed that the catheter separated from the adapter in the direction of the adapter nose. The reported defect was confirmed. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported when using the bd insyte¿ autoguard¿ shielded IV catheter, the device experienced a damaged / defective product-device is operable. The cannula broke during use causing the patient to have the cannula removed in the or. The following information was provided by the initial reporter. The customer stated: it was reported the cannula did not come out with the IV. We have a patient on our medicine unit that had an IV removed. The nurse noticed that the cannula did not come out with the IV. Mrp was called and patient had to go to CT. In the CT scan they noticed that the cannula was in 3 pieces in the patient¿s arm. The patient was sent to the or to have the cannula removed. IV that was removed. An incident report was filled out. We have saved the IV that was removed.